Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 99% stenosed lesion being treated was located in the severely calcified, average tortuous circumflex (cx) artery. The lesion was predilated with a 2.5x15 mm non-bsc balloon, inflated to 16 atms for 30 seconds. When the physician attempted to place the 3.00x20 mm taxus express2 drug eluting stent, resistance was felt. The stent had been partially inflated to 3-6 atms. The physician tried to withdraw the stent, but the stent dislodged in the left main around the tip of the guide catheter and was able to be removed with a snare. The procedure was completed with another taxus stent. Pt status reported as "good."

Manufacturer narrative:
.